Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding gas loss in iab circuit alarm. User stated that they referred to the help screen and resolved the alarm and issue. She asked a few questions about the alarm and its meaning. The esp personel was explained along with further troubleshooting tips. User had no more questions. The call was ended. No harm or injury reported.